Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering inspected the metal wrist components for burrs and no burrs were found. Engineering observed that the distal end of the main lube has various scratch marks concentrated on one side of the tube. The scratches have removed a small amount of tube material. The scratches are small, narrow and not aligned with the tube axis, suggesting that they may have been caused by instrument collisions and/or rough handling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the large needle driver instrument had burrs. No pt harm, adverse outcome or injury was reported.